Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. During the procedure, a flex implant was revised due to early loss of baseplate fixation, resulting in abnormal polyethylene wear and persistent pain.